Manufacturer narrative:
(B) (4). Conclusion: no product was returned for evaluation. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of a device deficiency causing or contributing to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional information be received that changes this conclusion, an amended medical device report will be filed. Zimmer considers the investigation closed. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.

Event description:
It was reported that the expandable ball taper would not expand to lock in retroversion angulation when impacted with the provided controlled impactor as it was supposed to .